Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that the patient underwent a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. The clip delivery system (cds) was advanced to the patients valve. While grasping the leaflets it was noted that the anterior gripper did not lower. Troubleshooting was performed and eventually the anterior gripper lowered. The clip was successfully implanted. The procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.